Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a broken door/drawer.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: b5, b6, b7, d10, h6(clinical code & impact codes). A getinge field service engineer (fse) performed all repairs and functional testing according to cardiosave service manual. Replaced damaged chassis for storage bins (top drawer hinges were broken off due to a collision). Performed functional tests. 30 psi transducer calibration verification ok, calibration not required. All manifold leak tests performed, pass. Compressor output ok. Iabp fill tests pass. Fiber optic tests pass. ECG, blood pressure and shuttle waveforms ok. Alarms and augmentation ok. Simulated pumping for 15 minutes using cardiosave trainer. All triggers ok. No alarms during simulation. Electrical safety tests pass. Device has been cleared for clinical use.

Event description:
It was reported that during transportation/storage, the cardiosave intra-aortic balloon pump (iabp) had a broken door/drawer. There was no patient involvement.